Event description:
It was reported this programmer is unable to slave the ECG (electrocardiogram) to lab monitors, while other programmers were able to. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has a loose ECG (electrocardiogram) connector on a printed circuit board and has noisy signal. Media bay door damaged.